Event description:
It was reported that all left electrodes were found out of range during the patient's follow-up visit. The right lead had one electrode out-of-range but functional. The device was reprogrammed to unilateral stimulation on the right side until the left lead could be revised. The patient was 80% pain-free and had been going to the gym for about six months. The patient underwent revision surgery on (B)(6) 2023. Both leads were removed and replaced. The right lead was replaced as precautionary to avoid future surgery. The leads were removed completely and intact. After both leads were replaced, the out-of-range impedance persisted. The implantable pulse generator was replaced, and the issue was resolved. There was no report of patient harm or injury.

Manufacturer narrative:
Mml ref # (B)(4). Other device explanted model no.:5100. Description: implantable pulse generator. S/n: (B)(6). UDI: (B)(4). The lead assemblies were returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed on both percutaneous stimulation leads (4 electrodes on the left lead and one electrode on the right lead). The ipg was replaced during the revision of the stimulation leads because the ipg was showing out of range after the new lead was placed. The analysis of the ipg confirmed that the urethane tip of the removed lead was still in the ipg header. In removing the original lead from the right port, the urethane tip pulled off and remained in the ipg, causing the ipg to generate an out-of-range impedance when the new lead was inserted. Section d4 serial number & h6 were updated.

Event description:
It was reported that all left electrodes were found out of range during the patient's follow-up visit. The right lead had one electrode out-of-range but functional. The device was reprogrammed to unilateral stimulation on the right side until the left lead could be revised. The patient was 80% pain-free and had been going to the gym for about six months. The patient underwent revision surgery on (B)(6), 2023. Both leads were removed and replaced. The right lead was replaced as precautionary to avoid future surgery. The leads were removed completely and intact. After both leads were replaced, the out-of-range impedance persisted. The implantable pulse generator was replaced, and the issue was resolved. There was no report of patient harm or injury.

Manufacturer narrative:
Mml ref # (B)(4). Other devices: model no.: 8145 description: percutaneous stimulation lead s/n:(B)(6) (right). UDI: (B)(4). Model no.:5100. Description: implantable pulse generator s/n: (B)(6). UDI: (B)(4).